Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set, tandem technical support was unable to provide a system check to determine a possible cause of the occlusion. The contact stated that after reviewing the t:connect history, the contact disapproved of the customer's actions with the pump. No further details of those actions were disclosed by the contact.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.